Manufacturer narrative:
Initial reporter's phone number: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with a 450cc mentor smooth round moderate plus profile saline breast prosthesis on the left breast. Post-operatively, the patient suffered left breast capsular contracture (baker grade IV) and left breast implant rupture. As a result, the patient underwent breast implant removal and replacement with a 450cc mentor smooth round moderate plus profile saline (catalog: 3502450 lot: 9669357 sn: (B)(4)) on (B)(6) 2022.

Manufacturer narrative:
On july 25, 2022, mentor became aware that the replacement device was mistakenly reported to mentor as the suspect medical device. The suspect medical device is currently unknown. In addition, the date of implantation was also updated to the original date provided. Since no lot number was provided, no manufacturing record evaluation review could be performed.